Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign objects found inside the light guide lens, and the light guide lens adhesive, other evaluation findings are as follows: there were scratches on the grip, the switch box, the scope connector cover unit, and the suction connector; the air/water cylinder and the suction cylinder had no color; the electrical connector and the sheet holder unit were corroded due to water leakage; the distal end was discolored; the connecting tube had a wrinkle; the adhesive around the objective lens was cracked; and the universal cord had a peeling coat. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there were foreign objects found inside the light guide lens, and on the adhesive around the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for foreign material remaining at the light guide lens, the foreign material was unable to be identified and the root cause was unable to be determined. Based on the results of the investigation for foreign material in the light guide lens, it is likely that the glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. Subsequently, light guide lens was invaded by humidity, causing corrosion. It is unknown whether there was deviation from instructions for use on reprocessing steps. The events can be prevented by following the instructions for use (IFU): occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.